Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had lost it's sound only vibrate is working a bit. The device shut off and their blood glucose went was over 400 mg/dl. It is unknown if they were using the auto mode. The device will not be returned for analysis.

Manufacturer narrative:
No belt clip received with unit. Device passed displacement test. Hardware low level failures alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.